Manufacturer narrative:
It was not possible to match this event with any previously reported event. Section d information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Veizi, i.e., hayek, s.m., hanes, m., galica, r., katta, s., yaksh, t. Primary hydromorphone-related intrathecal catheter tip granulomas: is there a role for dose and concentration? Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12481 summary: the objective of this study is to determine the incidence and the association of intrathecal hydromorphone dose, concentration, duration of treatment and concomitant agents with intrathecal catheter tip granuloma (ictg) formation. Reported events: this is a (B)(6) year-old female who underwent idds placement (with catheter tip at t11) for lumbar postlaminectomy syndrome in july of 2011. The patient's infusion included hydromorphone with an initial dose of 72 mcg/day and concentration of 360 mcg/ml. Over the following 12 months, to achieve better pain control, her dose was gradually increased to 300 mcg/day and the concentration was increased to 750 mcg/ml. At this time, she developed bilateral lower extremity weakness accompanied by intense lumbar pain. An MRI was performed and revealed granuloma formation at the catheter tip at t8. Her infusion was transitioned to normal saline. Repeat MRI three months later revealed resolution of spinal cord edema, but persistence of her granuloma. She reported resolution of her lower extremity weakness and lower back pain. Her infusion was reinitiated with fentanyl and bupivacaine, which provided good pain relief without any persistent neurologic symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.